Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 9/2/2021. H.6. Investigation: a review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Customer returned 5 actual samples for analysis, all samples have been opened with out tear drop label and checked product appearance # sample 1 to 3 non-patient end bent can't perform the clog test and # sample 4 to 5 no appearance defect found passed the clog test. Clog test was conducted on 7pcs retention samples and no needle clog fail found on any. Based on investigation, the certain cause cannot be concluded at the moment.

Event description:
It was reported that 4 pen needle 31gx5mm were unable to deliver medication. The following information was provided by the initial reporter: the pharmacy staff gave feedback on behalf of the customer that four of the pen needles purchased by the customer on (B)(6) were found to be blocked during using.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: lot#0065950 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7 retention samples and all no needle clog fail found. No samples were returned for further investigation. Base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that 4 pen needle 31gx5mm were unable to deliver medication. The following information was provided by the initial reporter: the pharmacy staff gave feedback on behalf of the customer that four of the pen needles purchased by the customer on june 27 were found to be blocked during using.